Event description:
The customer reported that they were not getting any audio from their mx40 device. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the mx40 device was not providing audio for alarms or qrs. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.